Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Device switch on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. Membrane failure, due to storage outside of the indicated conditions. The measurements taken during the investigation would confirm a failing membrane. A current leakage was measured between track 5 and track 10. This had caused a high current drain and hence the depletion of the returned pad-pak prior to its expiry date, which had resulted in the failed self-tests at the end of the history log. The low temperatures recorded in the history log indicate the device had been stored outside the indicated conditions. This would have contributed to the failing membrane. The faults could not be replicated with a new membrane fitted. The investigation was unable to verify the reported fault of device switches on automatically. Devices returned for switching on automatically normally have symptoms including multiple manual power ons mainly of ten minutes duration recorded in the history log due to a failing membrane. There were no ten minute timeouts recorded in the history log. It is possible the failing membrane had resulted in the reported fault, or, the user had returned the device due to the low battery fails recorded at the end of the history log. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved. Device switch on automatically.